Event description:
The reporter stated that the surgeon was inserting a -6.5 diopter single piece collamer lens model micl 12.6 into pt's eye and noticed the lens was torn. The surgeon removed the lens without enlarging the incision and replaced it with another micl lens. No pt injury.

Manufacturer narrative:
A lens work order search was performed for similar complaints within the work order search and no similar complaints were found.